Event description:
It was reported that patient had a refill done on (B)(6) 2011 and the drug reservoir volume was not updated. Reservoir volume at refill was 13.4 ml. It was refilled with 40 ml of drug and it was not updated. The device was used to deliver hydromorphone, bupivacaine and baclofen (unknown).

Manufacturer narrative:
(B)(4).